Event description:
It was observed that during the device evaluation, the videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the root cause of the reported event could not be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.